Event description:
An altitude alarm was declared by the pump. There was no adverse impact to the customer¿s blood glucose level. The insulin was temporarily suspended due to the alarm condition. Technical support guided the customer through steps to address the issue, including removing obstructions, cleaning the speaker holes, and reconnecting the cartridge. After following these instructions, the customer resumed insulin, and the alarm did not recur. The pump returned to normal operation, and technical support provided tips to prevent future altitude alarms.